Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A stapler log review shows the sureform 60 stapler instrument was installed on the system 3 times and fired 3 blue sureform 60 reloads. On install 1, the second clamp attempt was incomplete. The first and third clamp attempts were successful, but the third clamp was followed by a firing failure. On install 2, the first clamp attempt was incomplete. The next two clamp attempts were successful, but were followed by a second firing. The instrument was then removed and not used in the procedure again. There were no stapler related errors in system logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy, the sureform 60 stapler instrument "jammed" at 43mm while firing a blue sureform 60 reload. The surgeon attempted to staple 2 times with additional blue sureform 60 reloads but was unsuccessful. Each stapler reload firing led to the same issue which was described as malformed staples at the point where the firing stopped. The stapler instrument was replaced with another sureform 60 stapler instrument to continue and ultimately complete the procedure robotically. The replacement stapler worked without issue, but a few millimeters had to be cut back, so thicker tissue was being stapled. Thus, the portion of the staple line that was involved in the misfirings was oversewn as a precaution but there was no bleeding.

Manufacturer narrative:
Three blue sureform 60 reloads were returned and failure analysis found the reloads to have the knife exposed within the knife track. A sureform 60 stapler instrument was returned and installed onto an in-house system. The stapler instrument fired successfully on test foam using an in-house blue sureform 60 reload and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape.

Event description:
Refer to h11 for follow-up information.